Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed for closure procedural complication. The customer reported that a pseudoaneurysm formed after the procedure and after closure. The exact root cause cannot be determined. The device history record could not be reviewed as the lot number was not provided. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits.

Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: date unknown. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the angio-seal was deployed in the patient's right groin following the embolization of a gi bleed via 6 french sheath. No issues were reported with deployment. The patient was managed with tpa injection. An angiogram was performed prior to deployment and nothing of significance was noted. The patient was brought back down due to continued bleeding symptoms. The blood loss was more than 250cc. When the physician attempted to re-access the same side, he was unable. When access was attempted during the repeat procedure, access could not be obtained. It is unclear whether access challenges during the second procedure caused the issue or the pseudo aneurysm prevented normal access. He accessed the left side, embolized a new vessel and then did a final run before completing the case. A large pseudo aneurysm (4cm) was noted on the right side. The patient was sent to the vascular team for treatment; however, the patient was stable.